Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling cartridge. Reportedly, the customer successfully filled a new cartridge using a new syringe and needle. There was no impact to the customer's blood glucose level.